Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the fenestrated bipolar forceps instrument was found to have a frayed cable prior to reprocessing. The instrument was previously inspected during the last procedure and there was no damage observed. There was no exposed wire due to the damaged insulation, but the cable was frayed. There was no loss of cautery and no arcing observed during the procedure. The previous procedure was completed using the same instrument. There was no fragment fall into the patient during the previous procedure. The csr was not sure if the instrument collided with another instrument or tool during the procedure.